Event description:
The facility reported a pump with a battery that will not hold a charge. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.